Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6), 2006. Subsequently, the patient was revised on (B)(6), 2009, due to aseptic loosening of the acetabular cup and pain. The acetabular cup, taper adapter, and modular head were removed and replaced with a competitor's cup and acetabular liner and a biomet modular head. Patient underwent a second revision due to pain and aseptic loosening on (B)(6), 2010. The biomet modular head and competitor's cup and head were removed and replaced. A third revision procedure was performed on (B)(6), 2012, due to aseptic loosening and pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is number 5 of 6 mdrs filed for the same person (reference 1825034-2012-00395-1 / 00396-1 & 00404-1/00407-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The product and lot identification numbers necessary to review manufacturing history records were not provided. Date of event - revision procedures were performed on (B)(6), 2009, (B)(6), 2010, and (B)(6), 2012. This report is number 5 of 6 mdrs filed for the same events (reference 1825034-2012-00395 / 00396 and 1825034-2012-00404/00407).